Event description:
It was reported that the patient was not able to pump his device. He underwent a surgical procedure in which the surgeon found a hard rind of pseudocapsule around the pump bulb that was making it difficult to pump. Once the pump was removed from this capsule, it cycled normally. The old reservoir was left in place, the rest of the device was removed, and a new device was implanted. No information regarding the patient outcome was obtained from facility.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that although the visual examination identified a leak in the cylinder, the damage is consistent with sharp instrument and most likely caused during explant procedure; therefore, it is considered a secondary failure. Based on this observations, the reported allegations of capsular contracture and inflation issues were unable to be confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the device identified that the cylinder as a fold that indicates possible buckling. There was a hole in the outer tube as a result of a wear at the fold. There was a leak in proximal cylinder body that was consistent with sharp instrument damage which likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. No functional testing was performed due to the leak observed. Labeling review: review of the labeling identified the reported event related to "capsular contracture" is anticipated in nature and severity based on the mention of scar tissue discussed in the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was not able to pump his device. He underwent a surgical procedure in which the surgeon found a hard rind of pseudocapsule around the pump bulb that was making it difficult to pump. Once the pump was removed from this capsule, it cycled normally. The old reservoir was left in place, the rest of the device was removed, and a new device was implanted. No information regarding the patient outcome was obtained from facility.